Event description:
Event was reported to caldera medical by an attorney. The patient experienced pain, infection, urinary problems, bowel problems, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. No further information has been provided.